Event description:
It was reported that the patient experienced a surgical procedure to re-implant an artificial urinary sphincter(aus) device after having the device previously removed due to an infection.